Event description:
The customer contact reported the device did not pass the cassette test. On an unspecified date, the tubing set was to be used to deliver an unspecified medication, via the epidural route, via a plum a+ pump. The customer contact reported that during priming of the tubing set, after the cassette of the tubing set was loaded into the pump, the pump alarmed for n251 (valve/case test fail). The tubing set was replaced and the therapy was initiated. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel